Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #27 (type I bone). Inadequate bone quality/bone quantity was involved in the event. The clinician states that the implant failure was due to two weeks post op final loading of the final overdenture. The implant was removed on (B)(6) 2013 due to pain. Medical history: no significant findings.